Event description:
In august a pt fell while being lifted in a golvo 7007es patient lift. The facility reported that the fall took place after the pt had been raised from a chair in the lift. During the transfer to the bed the shoulder strap released dropping the pt to the floor. The pt bumped their head and was sent to the emergency room for evaluation. The CT scan was negative. Liko's local distributor was not informed of the incident until september 1st. On september 2nd the local distributor met with the facility's health care providers. The caregiver mentioned hearing a "popping" sound just prior to the incident. This sound is a symptom of improper sling loop securing on the spreader bar. The sling and the lift were inspected and found to be in proper working condition. The safety latches on the sling spreader bar were inspected and found to be in proper position and functioning correctly. The events of the incident were not able to be recreated.